Event description:
Customer reports an occurrence of peritonitis that resulted in death. The doctor cannot directly link the peg to the cause of death (patient was in bad shape to begin with) but established leakage. No further information was given.